Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc as the event occurred post procedure. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that following a pulse filed ablation study procedure involving faradrive sheath. The patient presented to the emergency department with active bleeding at the right femoral site. Hemostasis was achieved with dressing application. Laboratory tests were conducted, and the patient reported experiencing dizziness during ambulation. Due to these symptoms, the patient was admitted for observation and subsequently discharged the following day in stable condition.